Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 410 mg/dl. The insulin pump had alarmed for no delivery. The customer was not able to troubleshoot at the time of the call. He stated that the issue was resolved with changing the reservoir and infusion set.